Event description:
It was reported occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. A system check was performed with tandem technical support and no issues were identified, however, due to continued occlusion issues the customer reverted to manual dose injection for insulin therapy.